Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving multiple inappropriate hv shocks caused by oversensing. Lead dislodgement was observed. The lead was explanted and will not be returned for analysis due to damage during explant procedure. Patient is well.